Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The customer spoke with a service engineer and was advised to contact the parts department to have the part replaced. During preventative maintenance, the device also failed the leak testing multiple times. The customer's part was replaced and installed on the device successfully to address the gds defective part issue. The customer replaced the gas delivery system (gds) to address the failed leak testing issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the gas delivery system had a defective part. The ventilator was not in use on a patient at the time of the reported event.